Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on (B)(6) 2026 that the liberty select cycler a blank screen issue during step 7 of setup, as well as can't turn on cycler issue. Contact reported they had setup the cycler for tonight and left the cycler on for about an hour until the patient was ready to connect. When patient came back to the cycler, the screen was blank during step 7 of setup. The patient was not connected during incident. Contact stated they rebooted the cycler about five (5) times prior to calling ts and the cycler did not power up. There was neither a power outage nor an outlet issue. Power cord was securely plugged in. There was no sound when the ok / stop buttons were pressed. The patient rebooted, however there were no lights on the stop, ok and up/down keys. The patient tried a different outlet, and cycler still did not turn on. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. As of date, no further additional information has been provided or received from the customer. There were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event reported. The cycler was returned to the manufacturer, and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code¿[2441] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good¿inverter board was¿installed¿and the display became operational. Touch screen test¿passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps check passed. Pre-ast 15 min 1000 ml test was performed and completed without any failures or problems. Rebooted cycler after completing simulated treatment and no problems were found. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.